Event description:
Philips received a complaint on an intellivue patient monitor mx100 indicating that during a self-check during service, the device did not pass due to a speaker failure error.; further details on the failure were not provided. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The device was evaluated by a philips bench repair technician (brt). The connector block on the unit was found to be broken. After replacing the battery case, cable, and mainboard, a new connector block was ordered. The unit was able to pass all assurance tests. The unit is now fully functional and was ready to be returned to the customer. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a non-speaker related component failure. The issue was resolved when the brt replaced the battery case, cable, mainboard, and connector block. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.